Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 07, 2023. Upon further investigation of the reported event, the following information is new and/or changed: a1 (added patient's identifier). D4 (additional device information - added exp date and updated lot number). D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction, additional information and device evaluation). H3 (device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 11, 3331, 3259, 19). The affected sample was inspected upon receipt to confirm one side of the v-cutter was broken off. The condition of the returned sample did not allow for electrical testing. A retention sample was inspected to show no anomalies with the device and a fully intact v-cutter. The sample was electrically tested. No anomalies with the device were found and all electrical tests were within specification. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The cautery device fell apart in the patient's leg.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 3039 - cautery tip. Health effect ¿ impact code: 4614 - serious injury/ illness/ impairment. Health effect ¿ clinical code: 2687 - foreign body in patient. Medical device problem code: 1069- break. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the cautery device fell apart in the patient's leg. There was an approximately 30 minutes delay, as they had to remove parts and pieces form the leg during procedure. *the product was changed out, and the procedure was completed successfully with no blood loss, and effect to the patient.